Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure the device was unable to bow despite squeezing the handle. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; melted/split extrusion.

Manufacturer narrative:
Patient identifier, patient age, date of birth, gender and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4), (unable to bow). This code was selected by the manufacturer based upon information obtained from the user facility and do not reflect the condition of the device following the device investigation. A visual examination revealed that the working length was twisted, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 6 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow however this was attributed to melted/split extrusion. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context.